Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 400 mg/dl; cause was unknown. During ER visit the customer was given blood work and no additional treatment to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage.